Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01188. It was reported the patient complained of his scs ipg turning off randomly. The patient stated he has had intermittent stimulation for the past 12 months. A sjm representative met with the patient for reprogramming of his scs system. A diagnostics of the patient's scs system showed multiple lead contacts had invalid impedances. The representative was unable to provide the patient with satisfactory stimulation coverage through reprogramming. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01188. Additional information received identified the patient had his scs ipg and lead replaced. Reportedly, the physician noted upon explant the wires of the lead were visibly fractured.